Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous left circumflex (lcx) artery. After plain old balloon angioplasty was performed with a 2.5mm balloon catheter, the 3.00 x 12 mm promus element stent delivery system (sds) was advanced. There was difficulty crossing the lesion as the guide catheter was not engaged properly. Another guidewire was used as a support, and advanced the sds again but it was still unable to cross the lesion. The sds was removed from the patient, and found that a part of the stent strut has been flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was severely kinked in two locations. The first kink was located at 27cm distal to the strain relief and the second kink was located at 79.2cm distal to the strain relief. An examination of the crimped stent, balloon and tip found no issues with their profiles. No damage was noted with the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous left circumflex (lcx) artery. After plain old balloon angioplasty was performed with a 2.5mm balloon catheter, the 3.00 x 12 mm promus element stent delivery system (sds) was advanced. There was difficulty crossing the lesion as the guide catheter was not engaged properly. Another guidewire was used as a support, and advanced the sds again but it was still unable to cross the lesion. The sds was removed from the patient, and found that a part of the stent strut has been flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).